Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with low back pain radiating into hip and left lower extremity. The investigator noted the event as moderate in intensity. Physical therapy prescribed 2-3 times per week for three weeks then home exercises. Cataflam 3 x per day and then vicodin 500-5 mg every 6 hours. Then switched to celebrex 100mg 2 x per day. The outcome of the event was the pt was lost to follow up. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as disc degeneration at levels other than l5-s1.